Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has an issue with the drive manifold. There was no patient involvement.

Manufacturer narrative:
Event site postal code (B)(6). Getinge field service engineer (fse) replacement of drive manifold valve assembly (d104-00-0031) and checking the correct operation of the equipment. All functional tests of the equipment were carried out according to the factory requirements. The device failed the drive manifold test, specifically the vacuum leak and pressure leak tests. There was no patient involved

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has an issue with the drive manifold and pressure leak tests. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).